Manufacturer narrative:
Event date is estimated. Further information has been requested but not yet received.

Event description:
It was reported that the patient is experiencing ineffective stimulation that has not been resolved with reprogramming as well as pocket pain. As a result, surgical intervention may be taken at a later date. It cannot be determined which lead contributed to the event.